Event description:
It was reported that a novum iq large volume pump (lvp) battery will not charge. The process step during which this issue occurred was unknown and it was unknown if a patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. A visual inspection was performed, and it was noted that when the power adapter was connected to the pump, it was not charging. Testing was performed with known good components and found that the ui pcba board was not working as intended and will be replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was a failure with the ui pcba board. To resolve this issue, the ui pcba board will be replaced. Should additional relevant information become available, a supplemental report will be submitted.